Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a display (dim/fading/colorspctrm w/moist) issue; moisture behind the display. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/25/2017 with the following findings: during visual inspection of the pump, it was observed that there was no evidence of moisture behind display therefore the investigation did not duplicate this part of the initial complaint. It was also observed that the display screen was dim and discolored therefore the investigation duplicated that part of the initial complaint. The pump was opened and there was no moisture found. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.